Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the patient¿s new implantable cardioverter defibrillator (ICD) there were alerts for rv (right ventricular) defib impedance and svc (superior vena cava) impedance out of range on the right ventricular (rv) lead. Both, svc and rv, impedances were high and undefined. It was noted that during the ICD change out procedure the physician had to unscrew and rescrew in the rv lead because the lead was not properly inserted, but then when the lead was correctly seated it was checked the six times and was able to get good measurements. The rv lead remains in use but defib was programmed off and the patient is to be scheduled for a pocket tug test. No patient complications have been reported as a result of this event.